Event description:
It was reported to boston scientific corporation that upon removal of a percuflex plus ureteral stent, the stent was found to be encrusted. The stent was removed and the patient's condition at the conclusion of the procedure was reported to be "stable."

Manufacturer narrative:
Analysis of the returned percuflex plus ureteral stent revealed that the entire length of the device was calcified. Most likely, the difficulty removing the stent could be related to the calcification found attached to the stent, which is formed when the device remains in the body for a certain time. Additionally, the dfu states to evaluate the stent periodically and observe for possible complications. Therefore, operational context contributed to this event.

Manufacturer narrative:
(B)(4). Although the lot number was not provided, it was reported that the device was not used past its expiry date.

Event description:
It was reported to boston scientific corporation that upon removal of a percuflex plus ureteral stent, the stent was found to be encrusted. The stent was removed and the patient's condition at the conclusion of the procedure was reported to be "stable".